Manufacturer narrative:
(B)(4). Date sent: 07/26/2021. D4: batch # 127a47. Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cs40g device was received with no apparent damage and with a reload present. The reload was received void of staples, with the washer completely cut, drivers exposed and the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: before firing, verify that the intended tissue is in the closed jaws of the instrument. If the pin is not properly positioned, staples may not form properly, which may result in leakage or disruption of the staple line. The event described could not be confirmed as no malformed staples were observed and the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information was requested, and the following was received: could you please provide more details for "didn't form a proper staple line"? Surgeon checked the staple line and it didn¿t pass the leak test. If the device stapled/fired, was the staple line complete? Information not available. To my understanding the staple line looked ok at first. If the device stapled, was the shape of the staples (b-formation, irregular, unformed)? Information not available. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that the contour didn't form a proper staple line in a colorectal procedure. Leak test failed. New staple line made with a competitor device. There was a delay to the surgery; amount unknown. The procedure was successfully completed with no patient consequences.